Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 65 mg/dl at the time of event and the patient got treated with glucose tablets. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-02155), was submitted on 18-aug-2025. Upon completion of the investigation, the manufacturing date was updated as 28-jan-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010999. In question was manufactured at the osted site. Threshold analysis: a query was run on 30-oct-2025 against "final reporting decision equal "serious injury" and "death" ,"lot number" criteria equal 6010999. The count of complaint is (B)(4) which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the 6010999 was manufactured according to the work instruction (wi) appendix 1 batchcard for production of packaging room on 28-jan-2025 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.